Event description:
Customer reported the device's speaker made a strange noise at 70% volume. The volume was pushed to 90% until the speaker was non-functional. MFR's service rep replaced speaker and proper operation confirmed. No pt involvement reported.